Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported he experienced poor actuation of the vitrectomy probe during a cataract - vitrectomy procedure. It was not know if the aspiration was functioning or not. The procedure was completed after replacing the product. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A device history record review was performed and the product was released based on the product¿s acceptance criteria. One probe was returned for evaluation. The returned sample was visually inspected and deemed nonconforming as red foreign material was present. Actuation testing was performed and deemed nonconforming as the cutter did not move and remained in the closed position. Cut testing was performed and deemed nonconforming as the cutter still remained closed during testing. The probe was disassembled and the components inspected and the extension was detached from the coupling. The root cause for the poor cutter movement was due to the detachment of the extension out of the coupling from an adhesive bond failure. An activity is being performed to further identify actions to reduce the number of occurrence of probe complaints. (B)(4).